Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred requiring additional intervention. The target lesion was located in the severely tortuous, severely calcified left anterior descending artery (lad). During a rotablation procedure, a rotawire ex support was used together with a 1.25mm rota burr and an unspecified microcatheter. However, a foreign object, resembling a black marker was noted in the transparent part of the rotawire. The rotawire was attempted to be removed from the patient's body but was unsuccessful. The physician then tried to advance another microcatheter over the rotawire; however, it was unable to advance past the part where the black marker like object was noted. Another attempt to remove the rotawire as is was made but severe resistance was noted . The rotawire was finally able to be successfully removed with a snare. Another of the same rotawire was used to complete the procedure; however, resistance was also felt when being removed from the patient. No patient complications reported. It was noted the physician stated it seems that the foreign object/marker was the detached tip of the microcatheter which was used during replacement of the rotawire.

Manufacturer narrative:
Device returned for analysis. The unit returned has tip bent, as part of overall visual revision. The device has the distal tip kinked. Dimensional inspection was done. Overall length and all outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties occurred requiring additional intervention. The target lesion was located in the severely tortuous, severely calcified left anterior descending artery (lad). During a rotablation procedure, a rotawire ex support was used together with a 1.25mm rota burr and an unspecified microcatheter. However, a foreign object, resembling a black marker was noted in the transparent part of the rotawire. The rotawire was attempted to be removed from the patient's body but was unsuccessful. The physician then tried to advance another microcatheter over the rotawire; however, it was unable to advance past the part where the black marker like object was noted. Another attempt to remove the rotawire as is was made but severe resistance was noted . The rotawire was finally able to be successfully removed with a snare. Another of the same rotawire was used to complete the procedure; however, resistance was also felt when being removed from the patient. No patient complications reported. It was noted the physician stated it seems that the foreign object/marker was the detached tip of the microcatheter which was used during replacement of the rotawire.